Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: replaced damage key board assy. { ( - ) button} to correct issue. Per (B)(4), replaced finger on complete pressure adjuster with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder procedure, the pressure on a fms solo pump could not be reduced below 50. It could be increased, but when decreased, would not go below 50. The case was completed by using another fms solo pump. The following additional information was received via phone from the sales rep on (B)(6) 2014; the procedure was extended for no more than 5 minutes and there were no patient consequences.